Manufacturer narrative:
Due to character limit: e1(event site name)- (B)(6) university. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue where the compressor made an unusual noise upon startup and was unusable. No patient involved.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 (investigation conclusions).

Manufacturer narrative:
Due to character restriction in block e1. E1 event site address is: (B)(6). E1 event site telephone is: (B)(6). Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, component code, medical device ¿ problem code), h11, e3, e1 (initial reporter, event site address, city, event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the compressor was expired. It was replaced. The unit passed all functional and safety checks to factory specification.

Event description:
N/a.